Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient was concerned that the ilet pump was paused. Agent clarified screen was on pause menu and confirmed insulin delivery was not paused. The patient's highest blood glucose reported was 204 mg/dl. Blood glucose (bg) was affected. No symptoms experienced by the patient during the event, and no medical intervention required.